Manufacturer narrative:
A philips field service engineer (fse) confirmed that the loss of spo2 monitoring did not affect the patient outcome and that a ventricular tachycardia alarm was not audibly generated for this patient. The fse could not confirm the patient's outcome from the reported event as the customer declined onsite support. No further information was provided. A supplemental report will be submitted if new information is obtained. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed.

Event description:
It was reported the spo2 measurement was not functioning, and the patient was harmed. The staff indicated monitoring was lost and the patient went from an intrinsic rhythm to a paced rhythm; however, the actual harm to the patient and the outcome remain unknown. No other clinical information or medical intervention was reported.